Event description:
It was reported that during gastric bypass, the min on the switch button worked, but the max button would not. Used a second device to complete the case with no patient consequence.

Manufacturer narrative:
(Lot number): information not provided by the initial contact.